Manufacturer narrative:
G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fifth inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.